Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced granulation tissue at abutment site. An infection was suspected; subsequently the patient was treated on (B)(6) 2016 with oral antibiotics for 7 days and topical antibiotics on (B)(6) 2016 (duration unknown). The implanted device remains.

Manufacturer narrative:
Correction: there was no mention of infection as previously reported.

Manufacturer narrative:
The date of this report is 06/07/2016. The previous followup MDR had no date of report.